Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-may-13. It was reported that there was no additional intervention taken after the revision of the catheter cut, but the hcp would be replacing the catheter for this patient soon. The cause of the catheter disconnection was unknown as the physician called the representative from the operating room and indicated that the catheter was disconnected when he opened the patient for the lumbar fusion. It was further noted that the patient went to the emergency room (ER) on (B)(6) 2019 with severe headaches. The patient also had a seizure after being at the hospital, and the hcp requested a manufacturer representative to interrogate the pump. The pump was still at minimum rate from when it was last interrogated. The hcp withdrew all morphine from the pump and catheter. 18ml of drug were aspirated and the catheter was evacuated, then the pump was filled with saline. The representative and hcp did not have any knowledge of how the catheter became disconnected. The lumbar catheter that was used was revised at the distal end and the hcp did not find the original distal end of the catheter that had been disconnected. The hcp wanted to change the catheter on (B)(6) 2019. He tied off the distal end of the catheter that he revised originally and removed the proximal end connected to the pump. The hcp ended up implanting 87.3cm of the total 114.3cm catheter. The pump was still filled with saline.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 12/16/2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving morphine (50mg/ml at 0.30mg/day) via an implanted infusion pump. The indications for use included malignant pain, non-malignant pain, failed back surgery syndrome, and joint pain/arthritis. It was reported that the patient went in for a lumbar fusion procedure on (B)(6) 2019 and the neurosurgeon had started the procedure until he got to the catheter and noticed there was a cut in it. The event date was unknown. The neurosurgeon saw a buildup of fluid as well. The surgeon contacted the representative about getting a legacy revision kit to revise the catheter, but the representative only had newer catheters when they arrived at the case. The surgeon decided that he did not want to replace the whole catheter because the patient was on their stomach, so he decided to use an external drainage and monitoring (edm) lumbar catheter (length 80cm, diameter 0.7mm, outer diameter 1.5mm, internal volume 0.00385ml/cm). It was unknown what or where the catheter was replaced so the length and volume were unknown at the time of report. The pump was programmed to minimum rate and left as is, and no programming was done for the catheter revision. The representative contacted the managing hcp's office to let them know of the situation. No patient symptoms were reported and no further complications were reported or anticipated.